Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the initial reporter telephone number to the e1 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor performed surgery and used the involved angio-seal device on (B)(6) 2018 and the procedure was completed. The doctor on (B)(6) 2019 stated that the day after the surgery, the patient's wound was still bleeding. The doctor then applied manual pressure to the puncture site to complete the hemostasis. The doctor claimed that the angio-seal device did not complete hemostasis. The patient was stable and has been discharged from the hospital after hemostasis was complete. The reported blood loss was less than 250cc. There were no other devices or equipment used with the angio-seal device. Additional information was received (B)(6) 2019: the procedure performed was a rfca (radiofrequency catheter ablation). A 5r sheath size was used. Pre deployment angiogram was performed. The puncture site was considered a high stick, above the inguinal ligament or the inferior epigastric artery.